Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Inspection found that the standalone board and x-ray relay systems needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. The returned suspect hardware tested on (B)(6) 2015) found that the standalone board and x-ray relay were not able to power up after testing showed shortened diodes on the interface and pins being shorted. An additional fuse within the board was blown as well. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, when starting up the imaging system, an initialization error occurred on the pendant for the device. To troubleshoot the issue the site representative : attempted to clean off cable plugs that had black residue on them, reboot the imaging system without resolution. There was no patient present when this issue was identified.